Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pain ('diffuse pain') in a 50-year-old female patient who had essure (batch no. 627736) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2017, the patient experienced pain (seriousness criteria hospitalization, medically significant and intervention required), asthenia ("chronic asthenia"), dry mouth ("dry mouth"), vulvovaginal dryness ("dry vagina") and amnesia ("memory loss"). In 2018, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2020, the patient experienced adnexa uteri cyst ("para-tubal cyst on the left"). On (B)(6) 2020, the patient experienced tachycardia ("tachycardia ater essure removal"), post procedural hypotension ("hypotension ater essure removal") and complication of device removal ("complication of device removal"), 11 years 9 months after insertion of essure. The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery ((B)(6) 2020 for a bilateral laparoscopic salpingectomy essurer removal). Essure was removed on (B)(6) 2020. At the time of the report, the pain, asthenia, dry mouth, vulvovaginal dryness and amnesia had not resolved and the fibromyalgia, adnexa uteri cyst, tachycardia, post procedural hypotension and complication of device removal outcome was unknown. The reporter provided no causality assessment for adnexa uteri cyst, amnesia, asthenia, complication of device removal, dry mouth, fibromyalgia, pain, post procedural hypotension, tachycardia and vulvovaginal dryness with essure. The reporter commented: the procedure removed both devices in full. An hour and a half after the operation, the patient presented with tachycardia hypotension. Revision surgery was performed due to haemoperitoneum in the interhepatorenal space, due to bleeding from a hysterotomy suture. The postoperative course was simple. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - in (B)(6) 2020: presence of a para-tubal cyst on the left and absence of para-typical or malignant cells.. Lot number: 627736, manufacturing date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: the case will be deleted from bayer pv database. Nullification reason: this case was identified as a duplicate of case (B)(4). Therefore will be deleted from bayer pv database. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pain ('diffuse pain') in a 50-year-old female patient who had essure (batch no. 627736) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2017, the patient experienced pain (seriousness criteria hospitalization, medically significant and intervention required), asthenia ("chronic asthenia"), dry mouth ("dry mouth"), vulvovaginal dryness ("dry vagina") and amnesia ("memory loss"). In 2018, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2020, the patient experienced adnexa uteri cyst ("para-tubal cyst on the left"). On (B)(6) 2020, the patient experienced tachycardia ("tachycardia ater essure removal"), post procedural hypotension ("hypotension ater essure removal") and complication of device removal ("complication of device removal"), 11 years 9 months after insertion of essure. The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery ((B)(6) 2020 for a bilateral laparoscopic salpingectomy essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pain, asthenia, dry mouth, vulvovaginal dryness and amnesia had not resolved and the fibromyalgia, adnexa uteri cyst, tachycardia, post procedural hypotension and complication of device removal outcome was unknown. The reporter provided no causality assessment for adnexa uteri cyst, amnesia, asthenia, complication of device removal, dry mouth, fibromyalgia, pain, post procedural hypotension, tachycardia and vulvovaginal dryness with essure. The reporter commented: the procedure removed both devices in full. An hour and a half after the operation, the patient presented with tachycardia hypotension. Revision surgery was performed due to haemoperitoneum in the interhepatorenal space, due to bleeding from a hysterotomy suture. The postoperative course was simple. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - in (B)(6) 2020: presence of a para-tubal cyst on the left and absence of para-typical or malignant cells. Lot number: 627736, manufacturing date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pain ('diffuse pain') in a (B)(6) female patient who had essure (batch no. 627736) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2017, the patient experienced pain (seriousness criteria hospitalization, medically significant and intervention required), asthenia ("chronic asthenia"), dry mouth ("dry mouth"), vulvovaginal dryness ("dry vagina") and amnesia ("memory loss"). In 2018, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2020, the patient experienced adnexa uteri cyst ("para-tubal cyst on the left"). On (B)(6) 2020, the patient experienced tachycardia ("tachycardia ater essure removal"), post procedural hypotension ("hypotension ater essure removal") and complication of device removal ("complication of device removal"), 11 years 9 months after insertion of essure. The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery ((B)(6) 2020 for a bilateral laparoscopic salpingectomy foessurer removal). Essure was removed on (B)(6) 2020. At the time of the report, the pain, asthenia, dry mouth, vulvovaginal dryness and amnesia had not resolved and the fibromyalgia, adnexa uteri cyst, tachycardia, post procedural hypotension and complication of device removal outcome was unknown. The reporter provided no causality assessment for adnexa uteri cyst, amnesia, asthenia, complication of device removal, dry mouth, fibromyalgia, pain, post procedural hypotension, tachycardia and vulvovaginal dryness with essure. The reporter commented: the procedure removed both devices in full. An hour and a half after the operation, the patient presented with tachycardia hypotension. Revision surgery was performed due to haemoperitoneum in the interhepatorenal space, due to bleeding from a hysterotomy suture. The postoperative course was simple. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - in (B)(6) 2020: presence of a para-tubal cyst on the left and absence of para-typical or malignant cells.. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.